Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The cause of the open pulse wire was unable to be positively identified but is likely due to excessive force on the cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
The daughter of an (B)(6) male pt called zoll customer support to report that the pt was receiving frequent check therapy pad messages. The pt was issued a replacement electrode belt.